Event description:
This report from global pharmacovigilance is a spontaneous report from a customer with supplemental information from a nurse of a touch contamination and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, the patient's daughter contacted home care services. The following information was reported. On an unknown date, the patient experienced peritonitis and was hospitalized for the event. The daughter stated the hospital thought the peritonitis was possibly related to the catheter. On an unreported date, the pd catheter was replaced. The patient was recovering from peritonitis. On (B)(6) 2012, follow-up was conducted with the peritoneal dialysis registered nurse (pdrn) regarding the peritonitis. The following information was reported. On an unreported date, the patient experienced a touch contamination. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. Cause of peritonitis was a touch contamination. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient recovered from the peritonitis. The pdrn stated the peritonitis was unrelated to dianeal therapy. On (B)(6) 2012, global pharmacovigilance conducted follow-up with the peritoneal dialysis registered nurse (pdrn). The following information was obtained. On (B)(6) 2012, the patient was diagnosed with peritonitis. On (B)(6) 2012, the patient was hospitalized for the unresolved peritonitis. The patient was treated with cef-dim 1gram intraperitoneally (ip) and vancomycin 30 grams per kilo ip. On an unreported date, the patient discontinued pd therapy and began temporary hemodialysis. On (B)(6) 2012, the patient was discharged from the hospital. On an unreported date, the patient resumed pd therapy. On (B)(6) 2012, the patient was retrained on how to properly perform pd therapy. At the time of this report, the patient had recovered from peritonitis. The pdrn confirmed the cause of peritonitis was a touch contamination, but could not confirm if the peritonitis was related to the catheter. The pdrn stated the event was not related to baxter solutions, device or disposables.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review was not performed. This report of use error - breach in aseptic technique is confirmed because it was reported there was a break in aseptic technique by the user described as a touch contamination. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.